Event description:
On (B)(6) 2013, the patient contacted animas stating that since (B)(6) 2013, she has been experiencing a blood glucose (bg) value in the range of 96mg/dl to over 500mg/dl with increased/moderate urination, fatigue, severe thirst, blurred vision with occasional nausea and trace ketones. The patient reportedly treated her bg via correction injection and her bgs reportedly went down to 166mg/dl. The patient stated that when she reviewed the pump history, there were reportedly two discrepancies in the total daily dose amount on (B)(6) 2012. The tdd reportedly displayed 0.0 bolus units and 0.030 basal units. During the second review of the pump history, the tdd reportedly displayed 15.472 and 1.5 basal units and the bolus amount was reportedly found to be correct. The patient claimed she was not receiving any insulin when the tdd had displayed 0.0 units and the pump was not suspended. The patient denied any power issues with the pump. The patient stated that she does not change out the site/set unless her bgs reached over 500mg/dl. Customer support (cs) reviewed the bolus history after (B)(6) 2013 and there were not issues noted with the programming/settings with the pump; all calculations were determined to be correct. It was not clear why there was a discrepancy in the tdd amount on (B)(6) 2012. Cs advised the patient to monitor the tdd daily, to make sure the date and time were correct during a battery change and to make sure everything is correct on the verification screen. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation there was a discrepancy issue in the tdd amount and the patient alleged she was not receiving insulin.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box data from the time of the reported incident was unavailable for review, as it had been overwritten due to continued pump use. A review the total daily dose histories for (B)(4) 2012 showed multiple records, and indicate that the time and date was manually manipulated. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully, and both were accurately recorded in the pump history. The keypad buttons were tested, and no hypersensitivity was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.